Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the left ventricular lead (lv) failed to capture and exhibited high impedance. A chest x-ray was performed to verify of the lead dislodged however, results were inconclusive. The lv lead was programmed off. The patient was in stable condition.

Event description:
New information noted that the lv lead slightly dislodged. Physician will not make any changes.